Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture during infusion. The device was filled with a solution of antibiotics. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a ruptured reservoir in a footing position. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The reporter initially indicated that the sample was unavailable. However, the sample has become available and was received by baxter for evaluation. This issue is being investigated through corrective and preventative action (CAPA).